Event description:
Rn opened sterile kit to change pt's dressing. The sterile gloves were packaged under the sterile drape resulting in break of sterility. Rn used another kit and returned the defective kit to the branch. All inventory were checked and 600 kits were pulled and returned to MFR. All were packaged incorrectly.